Event description:
Bearing of a pi drill broke while being used on a patient intraoperatively. All broken pieces were removed from the sterile field immediately. Verified with rn that the attending surgeon performed detailed search of surgical site under the microscope and did not see any other broken pieces. Verified with rn that per protocol, xray was completed and read by radiologist as negative for retained surgical item. Faulty equipment given to manager and will follow with risk management and the vendor.